Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, omsc surmised that the reported phenomenon was occurred by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at olympus service operation repair center, it was found that the adhesive around the nozzle at the distal end of the insertion tube of the subject device was partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.